Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device expulsion ('migration of implant/malposition, expulsion'), device breakage ('breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, device expulsion, device breakage, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased and infection outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, migraine, nausea, perforation, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: need for additional surgery. Insertion date as per previous fu: (B)(6) 2015. Plaintiff received treatment for pain: apareunia, dysmenorrhea(cramping), abdominal pain, bleeding: , gen. Abnormal. Bleed, breakage, expulsion, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain, infection. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: apareunia, dysmenorrhea(cramping), abdominal pain, gen. Abnormal. Bleed, breakage, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain, infection were added. Event device dislocation was updated to device expulsion. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.